Event description:
It was alleged that during a case, there was a hole in the cable that caused unit to fill with water, the dr believes that this caused an infection at the surgery site.

Event description:
It was alleged that during a case, there was a hole in the cable that caused unit to fill with water, the doctor believes that this caused an infection at the surgery site.